Manufacturer narrative:
The failing safepico blood sampler has been requested returned for investigation, but it has been informed that it has been disposed of. The customer has returned the rest of the lot. To be able to investigate the problem, the customer has been requested to provide further details and asked specific questions of how the safety device failed. The customer has not been willing to provide these details.

Event description:
When disposing of a used safepico blood sampler, with a needle shield device, a user was stuck by the needle. The customer alleges that when the needle shield device was pushed over the needle, a click had been heard, indicating that the needle shield device had been secured. Afterwards, the needle shield device failed and exposed the needle. The needle did bent against the side of a sharps container, and stuck the user in a finger of the right hand.